Manufacturer narrative:
Low bg levels were not confirmed on (B)(6) 2017 or the days surrounding. User does not utilize the cgm option of the t:slim g4 pump. There was only one bolus request made in the early morning hours of (B)(6) 2017, and the user did not enter current bg level. Basal rate was set to .5 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. Basal rate had recently been adjusted down from .9 u/hr to .5 u/hr throughout the day. More adjustments to basal rate settings may need to be made. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (30 mg/dl). The cause for the reported low bg levels was unknown. Customer ate food to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.